Manufacturer narrative:
The supplier returned the front end board to the national repair center (nrc). The supplier could not verify the failure of no ECG trace, and the board passed testing. A senior repair technician inspected the front end board and no visual damage was observed. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure, and cardiosave service manual, and the board passed testing. The board will be packaged and labeled and sent to stock per procedure.

Event description:
It was reported that during installation of the caridosave intra-aortic balloon pump (iabp) performed by a getinge field service engineer (fse), the ECG trace was not present when connected to an ECG simulator. The iabp unit generated a "lead auto-ii - fault r" message ad the top of the screen. Since the event occurred during installation, there was no patient involvement and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. The getinge field service engineer (fse) that performed the repairs reported that after the front end board was replaced the iabp was returned to the customer and cleared for clinical use. The suspected faulty oob front end board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the front end board and no visual damage was observed. The technician then installed the front end board into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The national repair center could not verify the failure of not obtaining an ECG trace when connecting a ECG simulator. The national repair center was able to obtain an ECG trace with the ECG simulator that is used in the national repair center. The front end board is being sent to the supplier per procedure. A supplemental report will be sent upon completion of this evaluation.

Event description:
It was reported that during installation of the caridosave intra-aortic balloon pump (iabp) performed by a getinge field service engineer (fse), the ECG trace was not present when connected to an ECG simulator. The iabp unit generated a "lead auto-ii - fault r" message ad the top of the screen. Since the event occurred during installation, there was no patient involvement and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The fse noted that when a patient trainer was connected to the iabp unit, there was an ECG signal present. The fse noted that the ECG simulator and patient cable was teste on another caridosave iabp and was observed to work fine. The stm replaced the front end board then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The suspected faulty front end board has been requested to be returned for further investigation. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during installation of the caridosave intra-aortic balloon pump (iabp) performed by a getinge field service engineer (fse), the ECG trace was not present when connected to an ECG simulator. The iabp unit generated a "lead auto-ii - fault r" message ad the top of the screen. Since the event occurred during installation, there was no patient involvement and no adverse event reported.